Manufacturer narrative:
Correction: device UDI now provided. Additional information: device manufacturing date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Following re-adjustment of the rotor. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door on the imaging system would not open. The reported issue occurred while the representative was performing a system checkout. The representative noted that the rotor for the gantry was misaligned and re-adjustment resolved the reported issue. It was reported that the c-clamp for the door winch assembly was missing so the gear could be screwed out on its own. There was no patient present when this issue was identified. No additional information was provided.